Event description:
It was reported that the patient was having a problem urinating. This started yesterday. At one point, the patient had a feeling she had to go and didn¿t go at all. Morning of call, only went a tiny bit and the patient drinks a lot of liquids. The patient had made all the adjustments on the program. It was noted one night every two hours and the next night it was opposite where she was hardly going at all. The patient never had felt stimulation this was because she had a lot of radiation. The patient only feels when representative was making adjustments. The reason for neurostimulator was because of radiation damage. The patient had an appointment with a healthcare provider. The patient location was home. It was later reported that the patient had received assistance from their physician or the manufacturer's representative and their concerns were resolved. Appointment was scheduled for (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, implanted: (B)(6) 2011, product type: lead. (B)(4).